Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that foreign matter was discovered on the plunger stopper prior to use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: before unpacking, the customer found 1ea abg has fm in the plunger stopper.